Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Following this, a malfunction alarm occurred. Customer reset pump prior to troubleshooting with tandem technical support. After being reset, the pump indicated a data log corruption. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 300 mg/dl.